Event description:
The facility representative reported that the device froze up during patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention involved with this event. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.